Event description:
Patient is experiencing pain at the generator site due to migration of the device. The patient's pain and migration has been present for some time. There is no known trauma or other contributory events. The cause of the migration of the device is unknown. The surgeon who implanted the device originally is known to use non-absorbable suture to secure the generator to fascia. Patient was referred for generator replacement for both patient comfort and to preclude a serious injury. Patient underwent prophylactic generator replacement on (B)(6) 2016.